Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient receiving an unknown drug via an implantable pump. It was reported that the healthcare provider (hcp) was with a pump patient who was getting a critical alarm. When interrogating the pump, it said "motor stall recovery", but the patient was still getting a bolus. The call was disconnected and no further information could be obtained. The issue was not resolved at the time of the report.